Manufacturer narrative:
Device evaluation summary: it was reported that a 45 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 350cc saline implant, catalog # 3501655, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 1.4 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 240248 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal and replacement with a mentor smooth round moderate profile 350cc saline implant, catalog # 3501655, s/n (B)(4) on (B)(6) 2018.